Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient wanting assistance in confirming that his stimulation was off. Caller stated that he turned stimulation back on sometime after his last call but stimulation was bothering him again so he shut stimulation off and is going to keep it off. Patient services (pss) reviewed information and the caller confirms his device was successfully shut off on the call. Pss recommended to follow-up with hcp for the issue reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s stimulation had been bothering them for like a day or two. The patient tried to turn the stimulation off but still felt the vibration. The patient stated it had been giving them diarrhea and later noted they didn¿t know if the diarrhea was related to the ins of a stomach virus or something. The patient wanted to confirm that they turned their stimulation off. While on the call, the handset showed the therapy was off. The patient turned the therapy back on and then off again. The patient noted their therapy was set to 0.8 prior to turning it off. The patient was redirected to their healthcare provider to address their symptoms. No further complications were reported.